Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit including one guide wire for analysis. The ars was not returned. The guide wire was unraveled and showed evidence of use. Visual analysis revealed the guide wire was unraveled from the distal weld and has multiple kinks in the guide wire body. The distal end of the core wire was broken and protruding out of the coil wire. The distal j-bend was misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The exposed distal core wire tip was tapered and discolored at the point of separation. Both welds appeared full and spherical. Visual analysis of the ars could not be performed as the ars was not returned. The major kinks in the guide wire were located 27 mm and 384 mm from the proximal tip. The broken core wire measured 602 mm in length, which is within the specification limits of 596-604 mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.790 mm which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. Functional analysis of the ars could not be performed without the ars returned. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested.". The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"(B)(6) 2024, the doctor found the swg/ars resistance duing sued on the patient. The swg was found separated. I nvolved 1 pc. They changed to a new one. The patient condition is fine. No medical intervention was required.".

Event description:
It was reported that" (B)(6) 2024, the doctor found the swg/ars resistance during used on the patient. The swg was found separated. Involved 1 pc. They changed to a new one. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4).